Manufacturer narrative:
The customer reported that the org is dropping its signal on multiple channels. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that signal loss on multiple channels. No consequence or impact to the patient.

Event description:
It was reported that signal loss on multiple channels. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018 customer stated that pu-681ra s/n (B)(6) was showing signal loss for the transmitters being monitored on an org. It was suspected that the org unit was picking up other frequencies due to the rssi being high (10) during transmitters being off. Service requested: sales order. Service performed: sales order. Investigation result: the signal loss issue was determined to be caused by environmental frequency interference. As a result, more signal attenuators were installed to filter out the signal noise. The current notification is the only signal loss issue reported on this cns. In summary, the above data shows that the signal loss issue was due to environmental factors; not relating to pu-681ra s/n (B)(6). This signal loss issue was first reported on 11/27/2018. The root cause of the signal loss is being investigated under ticket (B)(4). Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.